Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed and pump stop events were captured while the device was connected to an ungrounded patient cable (power module). Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, a driveline wire compromise was not confirmed through evaluation of the returned section of external driveline. The submitted x-rays were reviewed and showed sections of the internal and external driveline. An area of potential metal braided shield breakdown was noted at the driveline exit site; however, a driveline wire compromise could not be confirmed through the submitted x-rays. Approximately 20.75¿ of the distal end of the driveline was returned with tape around the silicone jacket from the controller connector (cc) to approximately 8.0¿ from the cc and along approximately 13.0-16.5¿ from the cc. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Examination of the silicone jacket upon removal of the tape found tears in the jacket beneath the tape as well as separation of the controller connector bend relief from the metal connector. A specific cause for the superficial driveline damage or external bend relief separation could not be conclusively determined. The bionate was removed and moderate metal braided shield breakdown was noted beneath the controller connector bend relief. Moderate to severe breakdown of the metal braided shield was noted along the remainder of the returned driveline. The shielding was removed, and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing and no areas of current leakage through the insulation of the driveline¿s wires were identified. A review of the submitted log files found that the controller clock was not set until (B)(6) 2021. The controller clock resets when the system loses external power and depletes the controller backup battery; however, a specific cause for the event could not be conclusively determined. The log files then collectively contained data from on (B)(6) 2021. Low speed and pump stop events were captured while the device was connected to an ungrounded patient cable (power module) that were associated with low flow hazard, motor stop, low speed advisory, low speed hazard, and time base fault alarms. The pump stops were captured while the controller clock was not set and on (B)(6) 2021. Two transient, silenced driveline fault alarms were captured that appeared to coincide with the driveline repair on (B)(6) 2021. A no external power alarm was captured during a low speed event, and the controller backup battery powered the system until external power was restored; however, a specific cause for the no external power alarm could not be conclusively determined. A controller backup battery fault was captured with an active yellow wrench advisory alarm on (B)(6) 2021 that resolved on (B)(6) 2021. Refer to the controller investigation regarding the no external power alarm and the controller backup battery fault. There were no other notable alarms active in the log files. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 04apr2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) , rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. The patient remains ongoing on a new pump, serial number: (B)(6). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous application and reinforcement of recue tape reported under MFR # 2916596-2020-03928 and MFR # 2916596-2020-03942. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital after experiencing ventricular assist device (vad) alarms triggered when changing power sources. The patient reported multiple alarms (battery fault, loss of power) and on first check of parameters the patient had no flow. It seemed that the flow quickly resolved and upon arrival to the emergency department parameters were stable. The vad was interrogated which found multiple pump offs, no external power, low flow, low voltage, low speed advisories, and a controller clock not set alarm. The log file contained pump stops, low flow hazard, and low speed hazard alarms while the patient is reportedly using the ungrounded cable. This type of behavior has been linked to multiple wire damage within the percutaneous lead. Additionally the controller clock appears to have been invalid. Typically this is caused by a loss of all power event. The clock was resynced with the monitor prior to the data download. It was noted that the external driveline was in very poor condition, largely covered in rescue tape and had been reinforced on multiple occasions. X-rays were taken which showed some shield stretching, however it was not determined where the exact wire damage was located. The patient underwent a driveline repair on (B)(6) 2021. After the new percutaneous lead was installed and the repair was almost complete a pump stop occurred. The patient was transferred for management of persistent short-to-shield status post splice. The patient was not currently having pump off events and interrogation showed no alarms after (B)(6) 2021 the log file showed no further issues with pump stops. There is no further events seen within the data after the driveline repair had been completed. The patient presented in the operating room for a heartmate ii to a heartmate ii pump change. The pump exchange was executed without issues, the pump alone was changed, the original outflow graft remained in place. An aortic valve replacement (avr) was completed with a porcine valve. They were no complications associated with this surgery. The plan was to have the patient recover and ultimately discharged home. The patient left the operating room in stable condition. Related manufacturer report number of controller: 2916596-2021-06340.